Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a type ia and type ib endoleak in a talent stent graft system that was previously implanted for a taa. The valiant procedure approximately 7 years later was to perform a carotid/carotid bypass to extend the proximal seal of the thoracic stent graft and reline the previously implanted stent graft. It was reported that the valiant captivia stent graft delivery system (B)(4) could not be used. The device was too large to conform through the turns of the vessels because of the patient¿s tortuous anatomy combined with the previous stent grafts within the anatomy. The stent graft delivery system (B)(4) was removed and a 46x46x150 proximal device (B)(4) was used instead. This stent graft was successfully implanted. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Film evaluation summary; the exact cause of the reported type ia and type ib endoleaks within the thoracic taa could not be determined from the films provided. The anatomy at implant is unknown, earlier follow-up films were not available for review and comparison, and images during the intervention were also not available. CT¿s returned from ~7 years post-implant revealed that multiple talent & valiant stent grafts had been implanted within the thoracic aorta, positioned proximally from just caudal to the left common carotid artery, extending across the arch and into the proximal portion of the descending aorta. Beginning just distal to the proximal seal, the maximum diameter taa measured ~96mm; however, no clear endoleak was observed within the taa. However, the proximal seal length appeared short 1cm) and it is possible that the taa may have been pressurized via the marginal proximal seal. Disease progression and/or aneurysm morphology changes may have contributed. Beginning ~7cm below the thoracic distal stent graft margin, the descending thoracic was noted to have 2 ¿ >130° acute bends as it coursed down to the celiac artery. An endurant stent graft system was seen having been implanted within the aaa; the bifurcate was positioned just below the renal arteries within the severely angulated proximal neck which measured ~100° in the left-right axis (infrarenal and suprarenal angulation). No endoleaks were observed within the 65mm max diameter infrarenal aaa, and no stent graft kinks or compression were seen along the length of the iliac limbs which extended into the external iliac arteries; bilaterally. Images during the recent intervention for repair of the talent endoleaks were not provided. However, it appears likely that the severely tortuous anatomy within the descending thoracic and well as within the severely angulated bifurcate/neck, all likely contributed to the positioning difficulties reported during attempts to implant the (B)(4). If information is provided in the future, a supplemental report will be issued.